Event description:
Nurse at endocrinologist contacted dexcom technical support on (B)(6) 2011 to report that, during a routine endocrinologist visit, pt has mentioned experiencing two broken sensor wires in the past two weeks. During her call to dexcom technical support, nurse at endocrinologist reports that pt is doing fine despite a slight redness to pt constantly scratching the site of insertion. During a f/u call, pt's mother reports that pt was doing well and that he has started a new sensor session. This is MDR 2 of 2 for the complaint. See MDR #3004753838-2011-00254 for 1 of 2.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.